Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed internal and external visual inspection. The receiver successfully booted and charged. The receiver download log was reviewed and there were no issues related to the customer complaint. Receiver functional testing was performed and the device failed the audio test. The device passed vibration functional testing. A "try it" test was performed and the audio portion failed. A "try it" of the vibration portion passed. Audio intermittent tests were performed and the device failed. The speaker resistance was measured and resistance was found to be high. The customer complaint was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.